Event description:
It was reported during the placement of a trochanteric fixation nail, when inserting the 11 mm titanium helical blade it would not go through the trochanteric fixation nail. After some adjustments, the surgeon was able to make it work. The knob of the 130 degree guide came off and the surgeon was holding it by hand. There was also a ten minute delay. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product was received, inspection was performed and the product development evaluation states the following:(B)(4). A device history review was conducted and it was found that there were no deviations or notices that were relevant to the complaint condition.